Manufacturer narrative:
The fowler was still able to raise, lower, and be locked in intermediate positions. The only malfunction was hydraulic fluid leaking onto the floor. The user facility ordered replacement parts for the unit and the product was not available for eval.

Event description:
It was reported the fowler gas cylinder was leaking hydraulic fluid onto the floor. No adverse consequences reported.